Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test. The cause of the pulse test failure was shorted power supplies on the c/a board and blown components on the c/a and defibrillator board. The cause of the shorted power supplies and damaged components was isolated to a cracked u200 component (pld -programmable logic device) on the c/a board. The root cause of the damaged u200 was unable to be positively identified. No adverse event resulted from the defective pld. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.